Event description:
Complainant alleged that with the multi-function cable attached to the device, it would not discharge when a routine shift check was being performed on the unit by a clinician. There was no pt involvement in the reported malfunction.